Event description:
It was reported that the right atrial (ra) lead has high impedance spikes and has come back down to baseline. Noise was observed on the ra lead and was inappropriately classified as atrial tachycardia (at)/ atrial fibrillation (af) episodes. Pocket manipulation and isometrics were performed to troubleshoot the issue but could not be reproduced. The lead remains in use. No patient complications have been reported as a result of this event.